Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm during priming with third infusion set change. Customer's blood glucose was 335 mg/dl which was treated with insulin pump. Customer declined troubleshooting of insulin pump as was able to deliver 4.0 units of insulin. Customer also reported that reservoir icon was only showing two bars and reservoir was just filled. Customer was reminded that insulin was used for correction.

Manufacturer narrative:
Seven opened and used reservoirs were evaluated and the reservoirs, snap cap, and septum inspected for anomalies. None were found. An occlusion test was performed and four reservoirs were not occluded. The other three reservoirs were missing the stopper plungers and seals and the test could not be performed.